Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started to feel a burning sensation from the reader then the burning turned into pain. It was also reported that the remote monitor had not transmitted for two days. No further troubleshooting was taken due to having burning sensation and pain from the reader. The reader is expected to be replaced and returned. The remote monitor is still in use. No patient complications have been reported as a result of this event.